Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's wife called while attempting to charge the pt's back-up controller at home, and it went into run mode instead of charge mode. The pt received pump off and driveline disconnect alarms, and external power loss. The vad coordinator examined the controller and noted the driveline disconnect alarm, pump off and an external power loss alarm on the history. The vad coordinator connected the power to initiated a charge and it activated the charge mode as it should. Of note, the pt had been "re-charging" the controller every month on their own instead of every 6 months.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation - the reported event of the system controller operating in run mode instead of charge mode when the charging procedure has been initiated was confirmed through the log file analysis. The returned system controller passed functional testing and was able to support a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were reproduced during the testing and the returned system controller was found to operate as intended during analysis. The specific cause for the reported event could not be determined. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.